Event description:
It was reported that an occlusion alarm occurred, which led to hospitalization following a visit to the emergency room on (B)(6) 2025. Blood glucose level reached over 500 mg/dl during the incident. Customer received treatment with intravenous fluids of saline, which resolved the issue, and there was no reported injury or permanent damage. After treatment, the customer was released from the hospital on (B)(6) 2025 and resumed insulin therapy.